Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: on examination, the battery compartment was noted to be cracked below the grip pad. The returned battery cap attached securely to the pump. On investigation, the pump was completely unresponsive on attempt to power on. Black box and history downloads were not possible. The pump was opened for investigation and revealed evidence of moisture contamination throughout in inside of the pump affecting the internal components. Investigation confirmed the alleged ¿no power¿ issue; due to moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.